Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the system's left monitor failed to operate. No report of pt injury.